Event description:
Caller states the pt tested 3.2 inr on the coaguchek xs system and 4.8 inr on a comparison lab. Coumadin was held 3 days due to device result. No adverse event reported. Requested return of suspect system and replacement was sent.